Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4). Corrective action was initiated to address the reported issue.

Manufacturer narrative:
Event date - 1 week post-implantation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Corrective actions have been initiated for the reported issue.

Event description:
Patient experienced pain and infection approximately one week post-implantation. Oral antibiotics were prescribed and symptoms resolved.